Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and low pacing impedance. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events for failure to capture and low lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and electrical examination did not find any anomalies.